Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was able to open and close; however, the clip could not be locked onto tissue. It was reported that the handle had an abnormally high resistance felt before the handle spool reached the end of the stroke. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of device was returned without the inner sheath, causing deployment problem.

Manufacturer narrative:
Initial reporter city: (B)(6). (B)(4). The returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device and with no activations performed on it. No problems were identified during microscopic examination. Functional evaluation was performed and it was found that the clip feels crunchy and cannot open it arms after several attempts to open the device. It was also observed that resistance was felt when the device was actuated. Destructive analysis was performed and it was found that the device was returned without the inner sheath. No other problems with the device were noted. The reported event was confirmed. Investigation found that the device was returned without the inner sheath, this could have caused that the device could not made the first activation. Additionally, it is possible that the tortuosity faced by the physician and the absence of inner sheath could have caused the device to unable to engage the desired tissue. The resistance felt when the device was being actuated is likely due to some tension forces and the interaction of the control wire and the catheter. Therefore, the most probable root cause is manufacturing deficiency, as the reported event was traced to the manufacturing process. An investigation to address this problem is in progress. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.